Manufacturer narrative:
The device was returned and the evaluation found that the device was out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited an incorrect radio frequency identification. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was due to water that invaded scope connector, which led to short circuit. The events can be detected/prevented in accordance with the following instructions for use: 3.2 inspection of the endoscope olympus will continue to monitor field performance for this device.